Event description:
In 2006, this pt was implanted with gore excluder aaa endoprostheses. About three months later, the pt was converted to open repair due to an unspecified endoleak. All devices were explanted and destroyed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted in this pt: pxt281416/04014194, pxa280300/03904004, pxc201000/04080936.